Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that elective web case: web was in a place and didn't detached, three different controllers were used without success. The doctor had to take web away from the aneurysm. The web tested before use and controller showed a green light, but once it was in aneurysm, controller showed red light. The patient will be treated later with web (hospital had only one web 4-2). No harm to the patient.